Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a pacemaker change out procedure. Patient notes indicated the right atrial lead had chronic noise issue. During pocket revision, the lead exhibited clavicle crush damage. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.